Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5, b7, and h6.

Event description:
It was reported that a patient with a 25mm valve implanted for seven years, five months was treated via valve-in-valve intervention due to severe mitral stenosis. The patient had presented with class iii heart failure. A 26mm valve was implanted. The patient tolerated the procedure well. The patient was stable post procedure and discharged on pod #1.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with an edwards bioprosthetic mitral valve, implanted for seven (7) years and five (5) months, underwent a valve-in-valve procedure due to severe mitral stenosis. The patient had presented with class iii heart failure. An edwards transcatheter valve was successfully implanted. The patient tolerated the procedure well. The patient was stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.